Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external neurostimulator. The reason for call was patient stated when they had their trial stimulator put in, they had a massive infection and had a golf ball sized abscess. Patient stated they spent 3 days in the ER and had 4000 units of antibiotics due to infection. Patient stated they had to then wait over a month to get the permanent implant to make sure infection went down and issue did not happen again. The patient was redirected to their healthcare provider to further address the issue.